Event description:
It was reported the therapy was not as effective as it had been a year prior. Impedances were measured and the results indicated some electrode combinations were >4000 ohms. The electrode combinations with high impedances were the same as the last time the patient was seen. The patient was receiving satisfactory relief from electrode combinations 0-3 and did not desire a revision.

Manufacturer narrative:
Lead model 3998 lot #j0406547v implanted: (B)(6) 2004; extension model 748951 serial #(B)(4) implanted: (B)(6) 2004; extension model 748951 serial #(B)(4) implanted: (B)(6) 2004; programmer model 7435 serial #(B)(4).